Event description:
User experienced a low total psa result for one pt. Initial result gave 0.003 ng/ml. The same sample was repeated five times in 2008 giving 100 ng/ml (accompanied by a flag instructing the user to rerun the sample), 4443 ng/ml (diluted), 1000 ng/ml (diluted and accompanied by a flag instructing the user to rerun the sample), 4343 and 4333 ng/ml (both diluted). The doctor questioned the result based on previous elevated results. Pt treatment was not altered. If additional info is received, appropriate notification will be provided.